Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received a loaner pump and she called to get assistance in setting it up. She states that she could not program new insulin pump with information from her old pump due to malfunction of the old insulin pump. Customer's blood glucose was 495 mg/dl and she wanted to treat high blood glucose with her new insulin pump. Customer received assistance in retrieving information from her old insulin pump and programming her new insulin pump. No further information reported.